Manufacturer narrative:
A review of the complaint trending report determined that there were no trends identified fot the alinity tsh reagent. Testing was performed using an in- house retain kit and all specifications were met, indicating that lot 04273ui00 is performing acceptably. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity tsh reagent.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed tsh result on the alinity analyzer. The following data was provided: initial 0.08, repeats 1.37, 1.16, 1.32 miu/l. The patient had additional thyroid tests run. There was no negative impact to patient management reported.